Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2002: (B)(6). Anesthesia record. Asa 2. On (B)(6) 2002: (B)(6), md. Operative report. Preoperative diagnosis: left ureteral calculi. Postoperative diagnosis: left ureteral calculi. Lithotripsy medstone. Plan: to discharge home. Will strain urine. On (B)(6) 2006: (B)(6), md. Operative report. Hand assisted laparoscopic sigmoid colectomy. Preoperative diagnosis: recurrent sigmoid diverticulosis. Postoperative diagnosis: recurrent sigmoid diverticulosis. On (B)(6) 2006: (B)(6), md. Discharge summary. Postop diagnosis: colon surgery due to recurrent sigmoid diverticulitis. Additional diagnosis: yeast infection. Postoperatively slowly weaned from IV pain medication and started on oral as bowel function returned. Advanced from clear liquid diet to full liquid to regular, tolerated well, no abdominal pain. Passing gas, able to use bathroom, ambulating in hallways without difficulty. Pain well controlled. Only complaint postoperatively was development of yeast infection, treated with diflucan. Stable for discharge home. Instructions: regular diet, only activity restrictions are to refrain from driving while taking pain medications and no heavy lifting until cleared by dr. (B)(6). On (B)(6) 2006 (B)(6), md. Radiology CT abdomen / pelvis with contrast. Indication: abdominal pain / diarrhea. Liver, spleen, pancreas no focal lesions. Kidneys no hydronephrosis. 4.0 x 4.4 cm cystic lesion just to right of midline in deep pelvis. Could be arising from remaining right ovary and could represent functional ovarian cyst. Postoperative fluid collection thought to be less likely but cannot be excluded. Thickening and inflammatory changes seen around the cecum and ascending colon as well as near the junction of the descending colon and sigmoid colon. Questionable thickening of transverse colon as well. Could be related to an inflammatory / infectious process such as pseudomembranous colitis. Ischemic colitis could not be excluded. No definite diverticula noted. Impression: 4.8 x 4.4 cm cystic lesion right pelvis. Inflammatory changes around cecum and ascending colon as well as near the junction of the descending colon and sigmoid colon. Questionable thickening of transverse colon as well. On (B)(6) 2006: (B)(6), md. Radiology us pelvic complete / transvaginal. Indication: pelvic pain. Impression: low attenuation mass seen in right adnexa on CT proved to represent approximately 5.2 cm x 4.2 cm simple ovarian cyst. Left ovary is normal. On (B)(6) 2006: (B)(6), md. Discharge summary. Reason for admission: diarrhea and abdominal pain. Recent sigmoid colectomy for recurrent diverticulosis. Admitted with two day history of mucous filled diarrhea, abdominal pain, cramping, nausea and some vomiting. Also had low grade fevers. Placed on oral flagyl, cultures drawn, confirmed c-diff colitis. Improved. Also given clotrimazole cream for vaginal yeast infection. Secondary diagnosis: vaginal yeast infection and ovarian cyst. On (B)(6) 2008: (B)(6), md. Office notes. New patient. Concerns: pernicious anemia. Diverticulitis. Past history: (B)(6) 2005 breast reduction, pernicious anemia. Weight 222 ½ pounds. On (B)(6) 2008: (B)(6), do. Office notes. Atypical chest pain. Weight 225 lbs. Examination: abdomen: obese, nontender. On (B)(6) 2008: (B)(6), md. Office notes. Since she has been sick with her abdominal pain, this had disturbed her mood and feels could be dangerous to herself. Weight 223 ½ lbs. On (B)(6) 2010: (B)(6) hospital. Lab. Wbc 11.5 h (4.8-10.8). On (B)(6) 2010: (B)(6), md. Anesthesia record. Asa 3. Height 65¿, weight 224 lbs. On (B)(6) 2010: (B)(6), md. Discharge summary. Reason for admission: recurrent incisional hernia. Hospital course: brought in through day surgery, incisional hernia repair performed, 12 cm parietex circle mesh used to repair approximately 2.5 cm defect in the abdominal wall. The old mesh was left in because the new defect was inferior and medial to the original defect. The patient tolerated the procedure well. Diet was advanced, pain controlled, bladder and bowel function resumed. Discharged in stable condition. Regular diet. No heavy lifting for next four weeks. On (B)(6) 2011: (B)(6), md. Radiology-small bowel series. Indication: periumbilical abdominal pain. Small bowel appears normal. No intrinsic or extrinsic abnormalities are seen. Ventral abdominal mesh noted in place. On (B)(6) 2011: (B)(6), md. Office notes. Numerous complaints. Has been having some left lower quadrant tenderness. Knows has some diverticulosis and had some mucous stools off and on. Exam: abdomen: no costovertebral angle tenderness, soft nontender, bowel sounds times four. Impression: suspected diverticulitis. Plan: cipro if trying to develop some diverticulitis. [Missing records: records between (B)(6) 2012 and (B)(6) 2016 were not provided]. On (B)(6) 2016: (B)(6), md. Pre-anesthesia assessment. Asa 3. On (B)(6) 2016: (B)(6), md. History and physical. Evaluation of possible recurrent hernia. Previous repair in 2007 for 4 x 6 cm defect utilizing a 14 x 14 cm dualmesh. This was secured in 4 quadrants with trans-fascial sutures, and tacked circumferentially with a permanent tacker. She developed a recurrence which was repaired again on (B)(6) 2010, this time identifying a 2.5 cm defect inferior to the previous mesh, was repaired with a 12 cm parietex circle, again with permanent trans-fascial sutures and permanent tacks. She developed another recurrence which was repaired with a 2 layer imbricating primary closure. No mesh was used and this was done 2 years ago. Now complains of bulging primarily in upper abdomen, and abnormal contour of abdomen associated with this eventration and bulging. Has an area in superior left side which requires manual reduction at times. No obstructive symptoms. Minimal pain. Height 5¿5¿, weight 217 lb 12.8 oz, bmi 36.24. Exam: abdomen; eventration of the midline above the umbilicus, suggestion of recurrent hernia superior left aspect of the incision corresponding with the area of the superior most mesh. Distinct defect not easily palpable. Slightly abnormal contour of midline when standing due to scarring and mesh eventration. Impression: recurrent ventral incisional hernia. Plan: retrorectus repair of incisional hernia. On (B)(6) 2016: (B)(6), md. Discharge summary. Admitted after open incisional hernia repair. Retrorectus repair, patient tolerated procedure well. Was kept on ketamine drip postoperative day #1, epidural came out postoperative day #2, she tolerated pain with oral pain medication. Was passing flatus and tolerating diet postoperative day #2. Was out of bed ambulating and voiding appropriately postoperative day #2. Today jp drain put out 140 ml serosanguineous fluid in past 24 hours. Incision intact with staples. Afebrile, ambulating, moving bowels, passing flatus, pain control acceptable and wound clean, healing well. Disposition home. On (B)(6) 2019: (B)(6), md. Procedure report. Colonoscopy. Indication: disease activity assessment of crohn¿s disease of small bowel. Impression: preparation was fair. Examined portion of ileum was normal. Mucosal ulceration. 5 mm polyp sigmoid colon, removed. 4 mm polyp rectum, removed. Patent end-to-end colo-colonic anastomosis, healthy appearing mucosa. Diverticulosis sigmoid colon. On (B)(6) 2020: (B)(6), md. Procedure report. History of diverticulosis, dyslipidemia, fatty liver, gerd, migraine headaches, hypertension, inflammatory bowel disease, low grade squamous intraepithelial dysplasia, panic attacks, pre-diabetes, premature ventricular contractions, post-traumatic stress disorder, ventricular ectopy, breast lump removed, cardiac electrophysiology study and ablation, cesarean section, cholecystectomy, partial colectomy, colonoscopy multiple polyps, extracorporeal shock wave lithotripsy, hysterectomy, oophorectomy right, rectovaginal fistula closure, reduction mammoplasty, ventral hernia repair. Social history; divorced, current every day smoker, half pack per day, 5 years, comment counseling given, currently down to 2 per day, alcohol 1 serving of liquor per week. Height 5¿5¿, weight 231 lbs, bmi 38.44. Colonoscopy. Post-op diagnosis; crohn¿s colitis. Impression: a few ulcers in terminal ileum, single ulcer at ileocecal valve, increased mucosa vascular pattern in cecum, diverticulosis sigmoid colon, patent end-to-end colo-colonic anastomosis, internal hemorrhoids. Records span (B)(6) 2002 to (B)(6) 2020. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code[s]: h6: updated investigation findings: h6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1994, 2240, 3191 other code is being used for "mesh failure") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2002 through (B)(6), 2020 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ 1986: rectal vaginal fistula ¿ (B)(6) 2007: incisional hernia ¿ (B)(6) 2008: diverticulitis ¿ smoking - (B)(6) 2012: ¿does smoke¿. - (B)(6) 2012: ¿smokes very little; less than 1 pack/month¿ ¿ morbid obesity - (B)(6) 2008: 222 lbs., bmi 36.9 - (B)(6) 2009: 232 lbs., bmi 38.6 - (B)(6) 2010: 224 lbs., bmi 37.3 - (B)(6) 2011: 224.8 lbs., bmi 37.4 - (B)(6) 2012: 221 lbs., bmi 36.8 - (B)(6) 2016: 218 lbs., bmi 36.24 - (B)(6) 2020: 231 lbs., bmi 38.44 ¿ (B)(6) 2009: small herniation of omental fat above mesh, right ovarian cyst ¿ (B)(6) 2010: softball sized hernia just above umbilicus ¿ (B)(6) 2011 medication overdose and admission ¿ (B)(6) 2011: gastroesophageal reflux disease [gerd] ¿ (B)(6) 2012: ventral hernia ¿ peptic ulcer disease [pud] ¿ (B)(6) 2016: recurrent ventral incisional hernia ¿ dyslipidemia ¿ hypertension ¿ pre-diabetes ¿ crohn¿s disease surgical procedures: ¿ 1986: rectal vaginal fistula ¿ 1988: cesarean section ¿ 1996: laparoscopic cholecystectomy ¿ 2000: total abdominal hysterectomy ¿ (B)(6) 2006: hand assisted laparoscopic colectomy ¿ (B)(6) 2007: laparoscopic repair of incisional hernia with mesh ¿ 2009: right oophorectomy ¿ (B)(6) 2009: laparoscopy removal of ovarian mass right side ¿ (B)(6) 2010: laparoscopic repair of recurrent incisional hernia. Implant: parietex. ¿ (B)(6) 2012: repair of ventral hernia ¿ (B)(6) 2016: open repair recurrent incisional hernia. Placement of mesh for open hernia repair. Bilateral rectus myofascial advancement flap. Implant: vitamesh. Relevant medical information: ¿ (B)(6) 2006: hospital admission. Procedure: hand assisted laparoscopic sigmoid colectomy. - ¿a 5 mm trocar was inserted in the supraumbilical region using #15 blade scalpel for a stab incision and then an optiview technique to gain entrance into the abdominal cavity. ¿ under direct visualization the harmonic scalpel was inserted through this port to take down adhesions in the midline. ¿ at this time, using the hand assist technique, the sigmoid colon was mobilized by taking down the white line of toldt on the left and mobilizing the peritoneum from the rectosigmoid junction and circumscribing the distal sigmoid colon. The descending colon was mobilized part way up towards the splenic flexure and once this was performed, the endogia 60 mm stapler was used to divide the distal sigmoid from the proximal rectum. Once this was accomplished, the gelport was removed and the colon was brought out through the abdominal incision and the mesentery was ligated and divided. The disease free portion of the colon in the descending colon was then clamped with two kocher clamps and the colon was divided sharply with #10 blade scalpel. The mesentery was ligated and divided using serial kelly clamps and 2-0 silk ties. The cut end of the descending colon was grasped with two allis clamps and the 2-0 prolene suture was used to perform a pursestring suture around this and then the colon was dilated using serial dilators up to a size to accommodate a 31 mm eea stapler. The anvil from the stapler was inserted in this colon and the pursestring suture was cinched tight around this. The eea stapler was then inserted up the patient's rectum and with help from the hand inside the gelport, the eea stapler was used to pierce the distal portion of the colon and the anvil was attached to this bringing the two ends of bowel together. Care was taken to insure that the bowel was not twisted and the lea stapler was then tired. This was removed and there was noted to be a complete mucosal ring of the distal colon and a complete ring of the proximal mucosa, although this was very small with what appeared to be a tear in part of the mucosal ring although at the base there was a complete ring of mucosa.¿ ¿ (B)(6) 2006: CT abdomen/pelvis [a/p]. Abdominal pain/diarrhea. ¿impression: 4.8 x 4.4 cm cystic lesion right pelvis. Inflammatory changes around cecum and ascending colon as well as near the junction of the descending colon and sigmoid colon. Questionable thickening of transverse colon as well.¿ ¿ (B)(6) 2006: ultrasound pelvic complete/transvaginal. ¿impression: low attenuation mass seen in right adnexa on CT proved to represent approximately 5.2 cm x 4.2 cm simple ovarian cyst. Left ovary is normal.¿ implant preoperative complaints: ¿ (B)(6) 2007: indications: ¿status post hand-assisted laparoscopic colectomy for recurrent diverticulitis. She re-presented with an incisional hernia from her paraumbilical incision. After explaining the procedure, risks, and potential complications to the patient, she wished to proceed with laparoscopic repair.¿ implant procedure: laparoscopic repair of incisional hernia with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc04/04916440, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6), 2007 ¿ description of hernia being treated: ¿an incision was made with a 15 scalpel blade, and a 5 mm trocar was inserted using an optiview technique into the peritoneal cavity. Once the peritoneal cavity had been entered, a pneumoperitoneum was created with carbon dioxide. A 0-angled scope was initially inserted through this port, and another 5 mm port was placed just lateral to the right rectus muscle. This was done under direct visualization. Next, local was placed in the right lower quadrant, and a scalpel blade was used to make an incision for placement of a 12 mm port. This again was done under direct visualization. There was no evidence of any bowel injury in the insertion of any of these port sites. Next, the camera was changed to a 30-degree angle scope, and it was placed into the right upper port site. There was a large hernia sac through the umbilicus. Countertraction was created with a grasper inserted through the left port. Endoshears were placed through the right lower quadrant port site, and using both electrocautery as well as blunt dissection, the hernia sac was dissected free from its defect. There was no bowel that was readily appreciated within this hernia sac. The hernia sac was completely dissected free, and the fascial defect was measured at 4 x 6 cm.¿ ¿ implant size and fixation: ¿the abdominal wall was then measured for proper placement of our dualmesh, made sure to obtain a 4 cm overlap around all edges. The dualmesh was prepared, and a 14 x 14 cm mesh was then marked as well as sutured in four quadrants. The mesh was rolled carefully onto a grasper and placed through the peritoneal cavity. Once in the abdominal cavity, the orientation was confirmed. Small incisions were created along the abdominal wall using a 15 scalpel blade that corresponded to placement of the underlying gore-tex sutures that had been placed on our dualmesh. Using a fascial closure device, each of those gore-tex sutures were grasped in the peritoneal cavity and brought out onto the abdomen and tied. This created a nice sill [sic] all the way around the implanted mesh. Next, a stapling device was used to place tacking staples in the intervening spaces onto the mesh onto the anterior abdominal wall. The mesh was seen to be tightly secured. The abdomen cavity was inspected. There was no disruption of hemostasis. The right lower quadrant port was removed, and the fascia was reapproximated using a fascial closure device. The remaining ports were removed, and the c02 was evacuated. The remaining skin incisions were closed with monocryl sutures.¿ relevant medical information: ¿ (B)(6) 2008: ¿right lower quadrant pain. Abdomen: soft, obese, bowel sound hypoactive. Tenderness in right lower quadrant with palpation of the left lower quadrant and also with deep palpation of right lower quadrant. Impression: right lower quadrant flank pain. Plan: CT was normal.¿ ¿ (B)(6) 2008: ¿persistent right lower quadrant pain. Was better on cipro but now has some specific right point tenderness and lower pelvic bladder tenderness. Has had some nausea/vomiting, low grade fever. Abdomen: soft, right lower quadrant tenderness, no guarding or rigidness. Plan: CT abdomen/pelvic. Addendum: CT negative with no inflammation, no free fluid, no suspicion of appendicitis or diverticulitis. May have mesenteric adenitis. Plan will be supportive.¿ ¿ (B)(6) 2009: ultrasound pelvis-transabdominal/transvaginal. ¿indication: pelvic pain. Impression: complex cyst in right ovary with small amount of adjacent free fluid, small follicular-like cysts in region of left ovary.¿ ¿ (B)(6) 2009: CT a/p. Indication: ¿history of left lower quadrant and suprapubic pain, history of partial hysterectomy and partial colectomy. Findings: there is mesh deep to the umbilicus. There is minimal convexity to the mesh but no herniation through it. Just superior to the mesh and to the right of midline is a small herniation of omental fat. Present previously. Impression: 3.8 cm right ovarian cyst, sigmoid diverticulosis, small hernia containing omental fat. ¿ ¿ (B)(6) 2009: laparoscopic removal of ovarian mass on right side. [No operative report provided.] ¿ (B)(6) 2009: ¿lower abdominal pain. She was to maintain light activities for 2 weeks following surgery; at the 13-day mark, she chose to mow her lawn, pick up walnuts on the lawn and carry items to a garage sale. Now experiencing lower abdominal pain and states ¿I feel like the bottom is falling out.¿ abdomen: soft. The ports at the umbilicus right lower quadrant and midline are palpated, nontender. Impression: postoperative pain by extensive activity. Plan: recommend light activities for another 2 weeks.¿ ¿ (B)(6) 2010: ¿complains of what she believes is a hernia. Has had several abdominal surgeries. Had umbilical hernia repaired and believes hernia has returned. Feels a fullness in area just above umbilicus and can push that area in. Sometimes has nausea until area is pushed in. Wanted to see if necessary for surgery. Abdomen: obese, soft, nontender. When coughs there is a softball sized hernia just above umbilicus. Plan: no need for surgery before she moves.¿ ¿ (B)(6) 2010 - (B)(6) 2010: inpatient hospitalization. Procedure: laparoscopic repair of recurrent incisional hernia. Implant: parietex. - findings: ¿the findings revealed a 2.5 cm defect in the abdominal wall inferior to the old mesh site. The old mesh was left in place and a new mesh was placed; a 12 cm parietex circle was used to repair the defect.¿ - procedure: ¿two 5 mm trocar sites were inserted, one in the left lower quadrant and one in the left upper quadrant of the abdomen. The abdomen was insufflated with c02. The hernia sac was reduced using the laparoscopic instruments. There was also lysis of adhesions within the abdomen using laparoscopic equipment. After the hernia sac was reduced, a 10 mm trocar site was inserted in the right upper quadrant. A 12 cm parietex circle mesh was then inserted through the 10 mm trocar site. It was tacked up with four sutures to approximate it to the abdominal wall. Then, the final adherence of the mesh was with metal tacks, placed around the circumference of the mesh to adhere it to the wall. Four novofil sutures were placed equidistant around the mesh to provide additional security of the mesh to the abdominal wall. After examination with the laparoscope, there was no bleeding and no further defects. One additional finding was there appeared to be a cyst on the left ovary. A picture was taken of this and the patient will be informed of this finding. The trocar sites were then removed. The peritoneal fascia was closed on the 10 m trocar site. Then, a subcutaneous stitch of monocryl was used to close the trocar sites. There was no escape of air through the trocar sites. Mastisol and steri-strips were then used to close all trocar incision sites.¿ - (B)(6) 2010: discharge summary. ¿the old mesh was left in because the new defect was inferior and medial to the original defect. Discharged in stable condition. No heavy lifting for next four weeks.¿ ¿ (B)(6) 2011: radiology-small bowel series. ¿indication: periumbilical abdominal pain . Small bowel appears normal. No intrinsic or extrinsic abnormalities are seen. Ventral abdominal mesh noted in place. ¿ ¿ (B)(6) 2012: ¿has a hernia; has had it repaired twice. Has crohn¿s disease and an ulcer in descending colon. Referred for surgery on recurrent ventral hernia. Found to have large ventral hernia between the xiphoid and umbilicus about five inches in length and four inches in width. Hernia reducible.¿ ¿ (B)(6) 2012: inpatient hospitalization. Procedure: repair of ventral hernia. Ventral hernia about 5 inches in length and 4 inches in width located between the xiphoid and suprapubic umbilicus. - (B)(6) 2012: findings: ¿during the procedure the patient was found to have small orange sized ventral hernia between the xiphoid and suprapubic area. It contains omentum fat only.¿ - procedure: ¿a vertical midline incision was made through the skin and subcutaneous tissue overlying the hernia. Bleeders were electrocauterized. The thick subcutaneous fat was then dissected up to the level of the fascia where the entire hernia was exposed. The hernial sac was opened and the omentum was dissected free from the anterior rectus sheath completely. The redundant sac removed and the fat dropped into the peritoneal cavity. Closure of the hernia was then carried on by first approximating the posterior and anterior sheath in one layer with interrupted suture of 0 mersilene in a vertical in/on mattress suturing. After the first layer was closed this was imbricated with a series of interrupted suture using the same suture material to the anterior sheath. The abdominal wall was checked and felt to be tight. A mini snyder hemovac drain was then applied and brought out through a stab wound just below the lower incision on the right side. The subcutaneous tissue which was thick was closed in two layers using 3-0 plain catgut. The skin closed with 4-0 ethilon in a vertical mattress manner with some simple sutures.¿ - (B)(6) 2012: ¿discharge. No heavy lifting over 10 lbs.¿ ¿ (B)(6) 2012: ¿follow up. Had repair of recurrent ventral hernia. Subcutaneous drain was removed. Wound healing looks good.¿ ¿ (B)(6) 2012: repair of recurrent ventral hernia several days ago. Wound healing looks good . All sutures removed.¿ ¿ (B)(6) 2012: ¿several months back, reported overdosing on a benzodiazepine and chasing with a bottle of alcohol to end her life.¿ ¿ (B)(6) 2012: ¿had repair of recurrent ventral hernia about 6 weeks ago. Stated she was doing yard work, moving rocks from one place to another; heaviest one was about 3 pounds and was bending over. Experienced pain at left lateral, near end of abdominal incision. Is worried she ruptured repair. At time of injury she was wearing abdominal binder. Abdomen: soft, protuberant, tender on one spot just at lateral lower end of incision. No evidence of recurrence. Bowel sounds active. Impression: acute abdominal strain. Plan: there is no hernia. She can do her work but advised to wear abdominal binder when working, can take it off at night. If any swelling in area come back right away.¿ explant preoperative complaints: ¿ (B)(6) 2016: ¿evaluation of possible recurrent hernia. Previous repair in 2007 for 4 x 6 cm defect utilizing a 14 x 14 cm dualmesh. This was secured in 4 quadrants with trans-fascial sutures, and tacked circumferentially with a permanent tacker. She developed a recurrence which was repaired again in (B)(6) 2010, this time identifying a 2.5 cm defect inferior to the previous mesh, was repaired with a 12 cm parietex circle, again with permanent trans-fascial sutures and permanent tacks. She developed another recurrence which was repaired with a 2 layer imbricating primary closure. No mesh was used and this was done 2 years ago. Now complains of bulging primarily in upper abdomen, and abnormal contour of abdomen associated with this eventration and bulging. Has an area in superior left side which requires manual reduction at times. No obstructive symptoms. Minimal pain. Exam: abdomen; eventration of the midline above the umbilicus, suggestion of recurrent hernia superior left aspect of the incision corresponding with the area of the superior most mesh. Distinct defect not easily palpable. Slightly abnormal contour of midline when standing due to scarring and mesh eventration. Impression: recurrent ventral incisional hernia. Plan: retrorectus repair of incisional hernia. ¿ (B)(6) 2016: indication: ¿patient with multiply recurrent incisional hernia. CT demonstrates superior recurrence after 2 previous laparoscopic repairs. Her third repair was a suture imbrication of the midline fascia over the previous intraperitoneal mesh without additional mesh placement. She now presents with superior recurrence and eventration of the mesh in the upper midline.¿ explant procedure: open repair recurrent incisional hernia. Placement of mesh for open hernia repair. Bilateral rectus myofascial advancement flap. Implant: vitamesh. Explant date: (B)(6), 2016 [hospitalization (B)(6), 2016] ¿ findings: ¿4 x 17cm recurrent midline defect with complete excision of 2 pieces of intraperitoneal mesh, bilateral rectus myofascial advancement, reinforcement with 18x30cm vitamesh secured with fibrin glue, and complete anterior fascial closure.¿ ¿ procedure: ¿the patient¿s previous midline incision was reopened beginning in the epigastric region extending below the umbilicus . Dissection was carried through the subcutaneous tissue to the level of the fascia and the intraperitoneal mesh. Superiorly, portion of the anterior fascia was still intact. There was an area of recurrent hernia superior to her previous intraperitoneal mesh and there was eventration of the mesh between the edges of the unclosed fascia. We¿re able to obtain intra-abdominal access superiorly through the recurrent area of the hernia and extended the midline incision up somewhat to be able to adequately take down the intra-abdominal adhesions. The edges of the fascia and mesh were grasped and elevated, and adhesiolysis was performed using accommodation of blunt dissection, sharp dissection, and with judicious use of cautery. There were omental adhesions densely adherent to the composite and the polyester intraperitoneal meshes, though there were no bowel adhesions. As the adhesions were taken down, we¿re able to serially open the midline by dividing the mesh at its midpoint. We took this down until the inferior most edge of the mesh was divided. The adhesiolysis was completed, and the mesh was completely removed from the posterior fascia on both sides. All fixation constructs and permanent sutures were also removed area and a sterile towel was placed over the viscera for protection during our myofascial release. Retromuscular dissection was begun on the right side by incising the posterior rectus fascia just lateral to the linea alba. The posterior rectus sheath was separated from the overlying rectus muscle along the entire length of the hernia defect, then extended 6 cm above and 8 below the defect. Laterally, dissection was extended to the semilunar line, and the segmental neurovascular bundles were preserved. Attention was then turned to the left side, where the posterior sheath was similarly incised just lateral to the linea alba. Dissection was again carried out to release the posterior fascia from the rectus muscle along the entire length of the hernia defect and extending 6 cm above and 8 cm below the defect, and laterally to the semilunar line. The midline preperitoneal space above and below the defect was dissected away from the intact linea alba, and the column of the posterior rectus sheath was divided 6 cm above and 8 cm below the defect to create a continuous space from the right rectus sheath to preperitoneal space to left rectus sheath to allow mesh placement and adequate overlap above and below the hernia defect. Inferiorly, the dissection was fairly difficult due to the previous intraperitoneal mesh fixation to the peritoneum below the arcuate line. The preperitoneal tissue below the inferior edge of the mesh was able to be mobilized essentially pull up some of the pre-umbilical fascia in order to make up the posterior sheath and peritoneum inferiorly. The posterior sheath was then closed with a running 2-0 pds suture for complete closure of the visceral sac. The sterile towel was removed prior to completion of the posterior closure. The hernia defect was measured to be 17 cm vertically and 4 cm wide. The dissected space for mesh placement measured 30 cm vertically and 18 cm wide. All team members changed to a new pair of sterile gloves. We selected a 30 x 30 cm vitamesh and cut it to fit our dissected space. The mesh was placed into the field and lay nicely to fill the dissected space. Once the mesh was in place, the cavity was irrigated with an antibiotic solution of 600 mg of clindamycin and 240 mg of gentamycin, which we let dwell for 4 minutes. The mesh was fixated with 5ml of evicel fibrin sealant. A 19f blake drain in the right lower abdomen, laying the drain over the mesh. The anterior fascia was then closed using 0-pds in a running fashion using a small bite technique with a 4:1 suture:wound length ratio. The superior and inferior most apex sutures included a bite of the underlying fascia along the midline line for 2 additional points of trans-fascial mesh fixation. Skin was closed with staples. The drain site was secured with a nylon suture and placed to bulb suction. Sterile dressing was applied. The patient tolerated the procedure well and was taken to the recovery room in good condition.¿ ¿ (B)(6) 2016: a pathology report was not provided . ¿ (B)(6) 2016: admitted after open incisional hernia repair. Retrorectus repair, patient tolerated procedure well. Incision intact with staples. Disposition home. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??:[missing records: records for the CT scan that was ¿normal¿ were not provided.] (B)(6) :[facility ni]. (B)(6) , arnp-c. Office notes. Right lower quadrant pain. Abdomen: soft, obese, bowel sound hypoactive. Tenderness in right lower quadrant with palpation of the left lower quadrant and also with deep palpation of right lower quadrant. Impression: right lower quadrant flank pain. Plan: CT was normal. (B)(6) :[facility ni]. (B)(6) . Office notes. Right lower quadrant pain persists. Does have occasional cysts on her ovaries; this feels more like diverticular disease. Impression: low grade diverticulitis. Plan: cipro. (B)(6) :[facility ni]. (B)(6) , md. Office notes. Persistent right lower quadrant pain. Was better on cipro but now has some specific right point tenderness and lower pelvic bladder tenderness. Has had some nausea/vomiting, low grade fever. Abdomen: soft, right lower quadrant tenderness, no guarding or rigidness. Plan: CT abdomen/pelvic. Addendum: CT negative with no inflammation, no free fluid, no suspicion of appendicitis or diverticulitis. May have mesenteric adenitis. Plan will be supportive. ??/??/??:[missing records: records for the CT scan that was ¿negative¿ were not provided.] (B)(6) :[facility ni]. (B)(6) , md. Office notes. Follow up right abdominal pain. Two CT¿s negative. Reports fever of 103 last night, today¿s temp 98.2. Weight 226 lbs. Impression: persistent right lower quadrant pain with negative CT. (B)(6) :[facility ni]. (B)(6) , md. Office notes. Urine urgency and incontinence, pain left lower abdomen episodically for two to three months, episodes of bowel incontinence twice in last month. History of ovarian cysts, however left lower abdomen pain is much more lateral. Seems related to eating corn and sesame seeds. Abdomen: point tenderness left lateral lower abdomen. No rebound. Impression: subacute diverticulitis. Plan: doxycycline, avoid hulls and seeds. (B)(6) :[facility ni]. (B)(6) , arnp-c. Office notes. Returns regarding abdominal pain; took doxycycline, which has not helped. History of diverticulitis and colon resection. Last colonoscopy in 2006. Abdomen: soft, quite tender in suprapubic area and into left lower quadrant. Mildly tender in right lower quadrant, but seems to be resolving. Impression: persistent abdominal pain. Plan: switch to cipro. Proceed with abdominal/pelvic CT. (B)(6) :(B)(6) hospital. (B)(6) , md. Radiology ¿ ultrasound pelvis-transabdominal/transvaginal. Indication: pelvic pain. Impression: complex cyst in right ovary with small amount of adjacent free fluid, small follicular-like cysts in region of left ovary. (B)(6) :(B)(6) county hospital. (B)(6) , md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: history of left lower quadrant and suprapubic pain, history of partial hysterectomy and partial colectomy. Findings: there is mesh deep to the umbilicus. There is minimal convexity to the mesh but no herniation through it. Just superior to the mesh and to the right of midline is a small herniation of omental fat. Present previously. Impression: 3.8 cm right ovarian cyst, sigmoid diverticulosis, small hernia containing omental fat. (B)(6) :[facility ni]. (B)(6) , md. Office notes. Left lower quadrant pain. CT abdomen did show right ovarian complex cyst with internal echoes, suggestion of septations and some free fluid. She offers she has had adhesions in past. CT also shows a small herniation of omental fat above the mesh in her abdomen which was previous [sic] present, shows diverticulosis. Impression: persistent abdomen pain, right ovarian cyst, left abdomen pain. Plan: referral to dr. Hodny, ultram as needed. (B)(6) 09:[facility ni]. (B)(6) , md. Office notes. Lower abdominal pain. Had laparoscopy removal of ovarian mass on right side (B)(6) . She was to maintain light activities for 2 weeks following surgery; at the 13-day mark, she chose to mow her lawn, pick up walnuts on the lawn and carry items to a garage sale. Now experiencing lower abdominal pain and states ¿I feel like the bottom is falling out.¿ weight 227.5 lbs. Abdomen: soft. The ports at the umbilicus right lower quadrant and midline are palpated, nontender. Impression: postoperative pain by extensive activity. Plan: recommend light activities for another 2 weeks. (B)(6) :(B)(6) group, p.c.(B)(6) , md. Letter to (B)(6) , np. Impression: 43-year-old with anginal syndrome seen today as part of emergency room evaluation. Last seen in my clinic (B)(6) with anginal syndrome. History of bipolar depression, systemic hypertension, hyperlipidemia, obesity. Coronary anatomy was normal on cardiac catheterization (B)(6) . Treadmill stress echocardiographic today negative for inducible myocardial ischemia. Plan: nexium for 2 weeks, taken of prilosec. Decreased imdur, try xanax for chest discomfort triggered by anxiety; discontinue lorazepam. Walk on regular basis, weight reduction; also advised previously. If stable, follow up in 6 months. (B)(6) :[facility ni]. (B)(6) , pa; (B)(6) , md. Office notes. Complains of what she believes is a hernia. Has had several abdominal surgeries. Had umbilical hernia repaired and believes hernia has returned. Feels a fullness in area just above umbilicus and can push that area in. Sometimes has nausea until area is pushed in. Wanted to see if necessary for surgery before she moved to south carolina june 30th. Weight 229 lbs. Abdomen: obese, soft, nontender. When coughs there is a softball sized hernia just above umbilicus. Plan: dr. Silan consulted; believed surgery did not need to occur before she moved. Dawn felt comfortable with that decision; has a surgeon in south carolina. (B)(6) :[facility ni]. (B)(6) . Office notes. Umbilical hernia; does have a surgical consult with dr. Smith in south carolina when she arrives there. Medical history: previous hernia repair with persistent hernia. (B)(6) :[facility ni]. (B)(6) , md. Office notes. Comes in regarding rectal bleeding. Chronic diarrhea since 2006 when she had colon resection of approximately 18 inches due to diverticulitis. Recently on 08/03/10, had second mesh placed in abdomen for surgical hernia. Also has been coughing. Weight 227.2 lbs. Impression: internal/external hemorrhoids. (B)(6) :[facility ni]. (B)(6) . Office notes. Will be traveling to south carolina; staying at shalom ministries regarding codependence, it is a drug and alcohol rehab center. Having left lower quadrant tenderness; knows she has diverticulosis. Impression: suspected diverticulitis. Plan: cipro. 04/04/11:[facility ni]. Glenda m. Maurer, md. Office notes. History: 1986 rectal vaginal fistula, 1988 c-section, 1996 bipolar affective disorder with rapid cycling diagnosed, 1996 laparoscopic cholecystectomy, 2000 hysterectomy and ovaries remain, 2006 sigmoid colectomy, 2007 colon scar and hernia repair with mesh, 12/2009 admitted for major depressive disorder, 2009 right salpingo-oophorectomy, kidney stones times 7, 02/19/11 medication overdose and admission. Nonsmoker, rarely drinks alcohol. Medications: cymbalta, lithium, lipitor, imdur, propranolol, sumatriptan, nitroglycerin. Weight 224.8 lbs. Abdomen: soft and obese, previous surgical scars. Umbilical hernia appreciated; reducible. Impression: diverticular disease, gerd, umbilical hernia. Plan: dietary modifications, continue omeprazole, continue to monitor. 05/12/11:[facility ni]. Glenda m. Maurer, md. Office notes. Small breast lump along suture line where she had breast reduction. 2 mm soft attached mass, left breast, along the suture line consistent with reaction to suture material. 06/04/12:[facility ni]. Kristin k. Vogel, pa; martin k. Griffey, do. Office notes. Has a hernia; has had it repaired twice. Looking for a surgeon that might be able to repair it a third time. Secondly, dawn kind of doctors between south carolina and here and has had this mystery left lower quadrant pain in december while in south carolina. Saw dr. Dyazady, a gastrointestinal doctor there; found she had crohn¿s disease and an ulcer in descending colon. Has pinched nerve in back that causes numbness on right side down back of right leg. Having joint pain in both hips. Has not seen psychiatrist for a good while; feels like she needs to see psychiatrist. Did take herself off lithium and doing well since then. Does not want to address any of these things right now except consult with surgeon to have hernia repair. Plan: scheduled with dr. Silan for today to evaluate for hernia repair. 06/08/12:norton county hospital. Ruben d. Silan, md. History & physical. Elective repair of recurrent ventral hernia; referred for surgery. Stated she had it done twice before and even had a mesh applied, but it always breaks down. No nausea/vomiting/diarrhea. Does smoke and drinks socially. Morbidly obese. Abdomen: soft, protuberant, no definite tenderness, no guarding, rebound, or palpable masses. Presence of old surgical scars. Ventral hernia about 5 inches in length and 4 inches in width located between the xiphoid and suprapubic umbilicus. 06/13/12:[facility ni]. Ruben d. Silan, md. Office notes. Follow up. Had repair of recurrent ventral hernia. Subcutaneous drain was removed. Wound healing looks good. Continue wearing abdominal binder. Return june 20th for suture removal. 06/20/12:[facility ni]. Ruben d. Silan, md. Office notes. Repair of recurrent ventral hernia several days ago. Wound healing looks good. All sutures removed. Advised to continue wearing abdominal binder. Return here in 4 weeks. 06/22/12:[facility ni]. Kristen k. Vogel, pa; martin k. Griffey, do. Office notes. Anxiety. Several months back, reported overdosing on a benzodiazepine and chasing with a bottle of alcohol to end her life. 07/18/12:[facility ni]. Ruben d. Silan, md. Office notes. Had repair of recurrent ventral hernia about 6 weeks ago. Stated she was doing yard work, moving rocks from one place to another; heaviest one was about 3 pounds and was bending over. Experienced pain at left lateral, near end of abdominal incision. Is worried she ruptured repair. At time of injury she was wearing abdominal binder. Abdomen: soft, protuberant, tender on one spot just at lateral lower end of incision. No evidence of recurrence. Bowel sounds active. Impression: acute abdominal strain. Plan: there is no hernia. She can do her work but advised to wear abdominal binder when working, can take it off at night. If any swelling in area come back right away. 07/19/12:[facility ni]. Kristin k. Vogel, pa; martin k. Griffey, do. Office notes. Anxiety. Sometimes will have an alcoholic beverage and cigarettes, sometimes really needs valium to calm down. 07/11/12:midlands cardiology group, pc. Panayotis-alain efatratiou, md. Office notes. Here at suggestion of anesthesiologist. Recently had surgery for recurrent midline abdominal hernia. The anesthesiologist told her that heart rate was irregular, possibly secondary to anxiety. Social history: smokes very little; less than 1 pack/month, drinks maybe 1 drink/month. Weight 223 lbs., down from 231 in 2010. Abdomen soft, non-tender. Impression: occasional premature ventricular contractions, borderline tachycardia, systemic hypertension, migraines, angina, dyslipidemia, obesity, bipolar depression, crohn¿s disease, acid reflux. Plan: placed holter monitor, change beta blocker. 09/13/12:midlands cardiology group, pc. Panayotis-alain efatratiou, md. Office notes. Complaint last july was an irregular heart rhythm. Positive abdominal pain from crohn¿s disease. Abdomen obese. Impression: symptomatic simple ventricular ectopy. Plan: triglycerides 473; place on lovaza. Weight loss should be beneficial. Relocating to south carolina. ??/??/??:[missing records: records between 09/13/12 and 05/17/16 were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot #, catalog #, expiration date, di # d4: updated brand name g5: updated combo product field, added PMA/510k # h4: added device manufacture date h6: conclusion code remains unchanged. H6: updated method code 1 and results code 1 as valid lot# provided. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) :(B)(6) hospital system. (B)(6) ; (B)(6) . Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operative procedure: laparoscopic repair of incisional hernia with mesh. Attending surgeon: (B)(6) . Resident surgeon: cedrek mcfadden, md. Anesthesia: general. Complications: none. Estimated blood loss: less 10 ml. Instruments: none. Indications: ms. Vanlew is a 41-year-old caucasian female who status post hand-assisted laparoscopic colectomy for recurrent diverticulitis. She re-presented with an incisional hernia from her paraumbilical incision. After explaining the procedure, risks, and potential complications to the patient, she wished to proceed with laparoscopic repair. Description of procedure: ¿after obtaining informed consent, the patient was brought to the operative suite and placed in the supine position. Sterile anesthesia was administered. A foley catheter was inserted, and the patient¿s abdomen was prepped and draped in the standard surgical fashion. Local anesthetic was placed in the subcutaneous tissues just lateral to the left rectus muscle. An incision was made with a 15 scalpel blade, and a 5 mm trocar was inserted using an optiview technique into the peritoneal cavity. Once the peritoneal cavity had been entered, a pneumoperitoneum was created with carbon dioxide. A 0-angled scope was initially inserted through this port, and another 5 mm port was placed just lateral to the right rectus muscle. This was done under direct visualization. Next, local was placed in the right lower quadrant, and a scalpel blade was used to make an incision for placement of a 12 mm port. This again was done under direct visualization. There was no evidence of any bowel injury in the insertion of any of these port sites. Next, the camera was changed to a 30-degree angle scope, and it was placed into the right upper port site. There was a large hernia sac through the umbilicus. Countertraction was created with a grasper inserted through the left port. Endoshears were placed through the right lower quadrant port site, and using both electrocautery as well as blunt dissection, the hernia sac was dissected free from its defect. There was no bowel that was readily appreciated within this hernia sac. The hernia sac was completely dissected free, and the fascial defect was measured at 4 x 6 cm. The abdominal wall was then measured for proper placement of our dualmesh, made sure to obtain a 4 cm overlap around all edges. The dualmesh was prepared, and a 14 x 14 cm mesh was then marked as well as sutured in four quadrants. The mesh was rolled carefully onto a grasper and placed through the peritoneal cavity. Once in the abdominal cavity, the orientation was confirmed. Small incisions were created along the abdominal wall using a 15 scalpel blade that corresponded to placement of the underlying gore-tex sutures that had been placed on our dualmesh. Using a fascial closure device, each of those gore-tex sutures were grasped in the peritoneal cavity and brought out onto the abdomen and tied. This created a nice sill [sic] all the way around the implanted mesh. Next, a stapling device was used to place tacking staples in the intervening spaces onto the mesh onto the anterior abdominal wall. The mesh was seen to be tightly secured. The abdomen cavity was inspected. There was no disruption of hemostasis. The right lower quadrant port was removed, and the fascia was reapproximated using a fascial closure device. The remaining ports were removed, and the c02 was evacuated. The remaining skin incisions were closed with monocryl sutures. Benzoin, and steri-strips were placed on the incisions. The patient was extubated, the foley catheter was removed, and she was transferred to the recovery room in stable condition. There were no immediate complications. Dr. Dane smith was present and scrubbed for the entire procedure.¿ (B)(6) :(B)(6) hospital system. [Signature illegible]. Nurse notes. Expiration: 02/27/12. Location: abdomen. Used: 1. Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 04916440. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/04916440) was implanted during the procedure. ??/??/??:[missing records: records between (B)(6) 07 and(B)(6) 10 were not provided.] (B)(6) :(B)(6) . (B)(6) , md;(B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: laparoscopic repair of recurrent incisional hernia. Attending surgeon: dane e. Smith, md. Resident surgeon: (B)(6) , md. Anesthesia: general. Indications for procedure: recurrent incisional hernia. Findings: the findings revealed a 2.5 cm defect in the abdominal wall inferior to the old mesh site. The old mesh was left in place and a new mesh was placed; a 12 cm parietex circle was used to repair the defect. Description of procedure: ¿after consent was obtained, the patient was taken back to the or. She was lying in the supine position where general anesthesia was given. The patient was then cleaned and draped in the usual sterile fashion. Two 5 mm trocar sites were inserted, one in the left lower quadrant and one in the left upper quadrant of the abdomen. The abdomen was insufflated with c02. The hernia sac was reduced using the laparoscopic instruments. There was also lysis of adhesions within the abdomen using laparoscopic equipment. After the hernia sac was reduced, a 10 mm trocar site was inserted in the right upper quadrant. A 12 cm parietex circle mesh was then inserted through the 10 mm trocar site. It was tacked up with four sutures to approximate it to the abdominal wall. Then, the final adherence of the mesh was with metal tacks, placed around the circumference of the mesh to adhere it to the wall. Four novofil sutures were placed equidistant around the mesh to provide additional security of the mesh to the abdominal wall. After examination with the laparoscope, there was no bleeding and no further defects. One additional finding was there appeared to be a cyst on the left ovary. A picture was taken of this and the patient will be informed of this finding. The trocar sites were then removed. The peritoneal fascia was closed on the 10 m trocar site. Then, a subcutaneous stitch of monocryl was used to close the trocar sites. There was no escape of air through the trocar sites. Mastisol and steri-strips were then used to close all trocar incision sites. The patient was then extubated and taken to the recovery room in stable condition. She appeared to tolerate the procedure well. Dr. Dane smith was scrubbed and present for the entire procedure. Estimated blood loss was minimal.¿ (B)(6) 10:[facility ni]. (B)(6) . Operative note. Preoperative diagnosis: incisional hernia, recurrent. Postoperative diagnosis: same. Procedure: laparoscopic repair recurrent incisional hernia. Findings: as shown [nurse reviewer note: drawing by hand of abdomen noting defect about 2.5 cm, old mesh, new mesh]. Specimen: no. 12 cm parietex circle used. Implant sticker. Tyco parietex composite. (B)(6) :(B)(6) memorial. Implant record. Mesh hern paritx 12 cm. (B)(6) :[facility ni]. (B)(6) , md. Office notes. Referred for surgery on recurrent ventral hernia. Found to have large ventral hernia between the xiphoid and umbilicus about five inches in length and four inches in width. Hernia reducible. Scheduled this coming friday. (B)(6) :(B)(6) hospital. [Signature illegible]. Anesthesia record. Weight 221 lbs. Medical history: dyslipidemia, peptic ulcer disease, crohn¿s, bipolar. Surgical history: c-section, total abdominal hysterectomy, right oophorectomy, sigmoid colectomy, laparoscopic cholecystectomy. Medications: pentasa, lipitor, cymbalta, seroquel, propranolol, folic acid, vitamin b12. Asa: 2. (B)(6) :(B)(6) hospital. (B)(6) . Operative report. Preoperative diagnosis: repair of ventral hernia. Postoperative diagnosis: same. Procedure: repair of ventral hernia. Anesthesia: general endotracheal. Description of findings: during the procedure the patient was found to have small orange sized ventral hernia between the xiphoid and suprapubic area. It contains omentum fat only. Description of procedure: ¿under general anesthesia and with the patient in supine position the operative field was prepped and draped appropriately. A vertical midline incision was made through the skin and subcutaneous tissue overlying the hernia. Bleeders were electrocauterized. The thick subcutaneous fat was then dissected up to the level of the fascia where the entire hernia was exposed. The hernial sac was opened and the omentum was dissected free from the anterior rectus sheath completely. The redundant sac removed and the fat dropped into the peritoneal cavity. Closure of the hernia was then carried on by first approximating the posterior and anterior sheath in one layer with interrupted suture of 0 mersilene in a vertical in/on mattress suturing. After the first layer was closed this was imbricated with a series of interrupted suture using the same suture material to the anterior sheath. The abdominal wall was checked and felt to be tight. A mini snyder hemovac drain was then applied and brought out through a stab wound just below the lower incision on the right side. The subcutaneous tissue which was thick was closed in two layers using 3-0 plain catgut. The skin closed with 4-0 ethilon in a vertical mattress manner with some simple sutures. Polysporin ointment with telfa applied. Patient was placed in an abdominal binder. The patient tolerated the procedure well and brought to the recovery room in satisfactory condition.¿ (B)(6) :(B)(6) . [Signature illegible]. Discharge instructions. Activity as tolerated; no heavy lifting over 10 lbs. Shower, no tub bath. General diet. Lortab for pain. Office appointment (B)(6) . ??/??/??:[missing records: records between (B)(6) 12 and (B)(6) 16 were not provided.] ??/??/??:[missing records: records for the CT demonstrating ¿superior recurrence after 2 previous laparoscopic repairs¿ were not provided.] (B)(6) gmh. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Procedure(s): open repair recurrent incisional hernia. Placement of mesh for open hernia repair. Bilateral rectus myofascial advancement flap. Anesthesia type: general. Estimated blood loss: 150 ml. Specimen: no specimens in log. Drains: 19f blake drain in retromuscular position. Findings: 4 x 17cm recurrent midline defect with complete excision of 2 pieces of intraperiotneal [sic] mesh, bilateral rectus myofascial advancement, reinforcement with 18x30cm vitamesh secured with fibrin glue, and complete anterior fascial closure. Description of procedure: ¿after informed consent was obtained, the patient taken to the or and placed in the supine position. A preoperative who time-out was performed, antibiotics administered per protocol, and scds were placed for dvt prophylaxis. The patient was induced under general anesthesia, positioned supine and prepped and draped in the usual sterile fashion over the abdomen. The patient¿s previous midline incision was reopened beginning in the epigastric region extending below the umbilicus. Dissection was carried through the subcutaneous tissue to the level of the fascia and the intraperitoneal mesh. Superiorly, portion of the anterior fascia was still intact. There was an area of recurrent hernia superior to her previous intraperitoneal mesh and there was eventration of the mesh between the edges of the unclosed fascia. We¿re able to obtain intra-abdominal access superiorly through the recurrent area of the hernia and extended the midline incision up somewhat to be able to adequately take down the intra-abdominal adhesions. The edges of the fascia and mesh were grasped and elevated, and adhesio lysis was performed using accommodation of blunt dissection, sharp dissection, and with judicious use of cautery. There were omental adhesions densely adherent to the composite and the polyester intraperitoneal meshes, though there were no bowel adhesions. As the adhesions were taken down, we¿re able to serially open the midline by dividing the mesh at its midpoint. We took this down until the inferior most edge of the mesh was divided. The adhesio lysis was completed, and the mesh was completely removed from the posterior fascia on both sides. All fixation constructs and permanent sutures were also removed area and a sterile towel was placed over the viscera for protection during our myofascial release. Retromuscular dissection was begun on the right side by incising the posterior rectus fascia just lateral to the linea alba. The posterior rectus sheath was separated from the overlying rectus muscle along the entire length of the hernia defect, then extended 6 cm above and 8 below the defect. Laterally, dissection was extended to the semilunar line, and the segmental neurovascular bundles were preserved. Attention was then turned to the left side, where the posterior sheath was similarly incised just lateral to the linea alba. Dissection was again carried out to release the posterior fascia from the rectus muscle along the entire length of the hernia defect and extending 6 cm above and 8 cm below the defect, and laterally to the semilunar line. The midline preperitoneal space above and below the defect was dissected away from the intact linea alba, and the column of the posterior rectus sheath was divided 6 cm above and 8 cm below the defect to create a continuous space from the right rectus sheath to preperitoneal space to left rectus sheath to allow mesh placement and adequate overlap above and below the hernia defect. Inferiorly, the dissection was fairly difficult due to the previous intraperitoneal mesh fixation to the peritoneum below the arcuate line. The preperitoneal tissue below the inferior edge of the mesh was able to be mobilized essentially pull up some of the pre-umbilical fascia in order to make up the posterior sheath and peritoneum inferiorly. The posterior sheath was then closed with a running 2-0 pds suture for complete closure of the visceral sac. The sterile towel was removed prior to completion of the posterior closure. The hernia defect was measured to be 17 cm vertically and 4 cm wide. The dissected space for mesh placement measured 30 cm vertically and 18 cm wide. All team members changed to a new pair of sterile gloves. We selected a 30 x 30 cm vitamesh and cut it to fit our dissected space. The mesh was placed into the field and lay nicely to fill the dissected space. Once the mesh was in place, the cavity was irrigated with an antibiotic solution of 600 mg of clindamycin and 240 mg of gentamycin, which we let dwell for 4 minutes. The mesh was fixated with 5ml of evicel fibrin sealant. A 19f blake drain in the right lower abdomen, laying the drain over the mesh. The anterior fascia was then closed using 0-pds in a running fashion using a small bite technique with a 4:1 suture:wound length ratio. The superior and inferior most apex sutures included a bite of the underlying fascia along the midline line for 2 additional points of trans-fascial mesh fixation. Skin was closed with staples. The drain site was secured with a nylon suture and placed to bulb suction. Sterile dressing was applied. The patient tolerated the procedure well and was taken to the recovery room in good condition. All instrument counts were correct at the end of the case. A who debrief was performed. I was present for the entire procedure.¿ disposition: admit to med/surg floor. Indication: patient with multiply recurrent incisional hernia. CT demonstrates superior recurrence after 2 previous laparoscopic repairs. Her third repair was a suture imbrication of the midline fascia over the previous intraperitoneal mesh without additional mesh placement. She now presents with superior recurrence and eventration of the mesh in the upper midline. 05/17/16 [assigned]:gmh. Implant record. Mesh vita 30x30 cm. 05/17/16:[missing records: a pathology report detailing analysis of the device removed during the 05/17/16 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) is being used for lawsuit complaint allegations of: "mesh failure"; "defective qualities of the mesh"; "suffered from recurrent hernias requiring [sic] multiple doctor¿s visits and subsequent hospitalization where surgery was required to repair the recurrent hernia and remove the mesh due to the failure of the gore dualmesh¿; "has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation¿; ¿suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment, loss of enjoyment of life, as well as economic losses¿; "serious personal injuries requiring the need for additional future medical treatment and surgery(ies)"; ¿suffered injuries and sustained compensable damages¿; ¿suffered severe and life-threatening injuries¿; ¿suffered the described life threatening and permanent injuries¿; ¿suffered an ascertainable loss of money¿. Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore in a lawsuit complaint that on or about (B)(6) 2007 a patient underwent a ventral hernia repair whereby a gore® dualmesh® biomaterial was implanted. The lawsuit complaint alleges that on or about (B)(6) 2010 the patient "underwent additional surgery due to the defective qualities of the mesh.¿ the lawsuit complaint alleges that on or about (B)(6) 2012 the patient "underwent additional surgery due to the defective qualities of the mesh.¿ the lawsuit complaint alleges that on or about (B)(6) 2017 the patient ¿underwent additional surgery due to the defective qualities of the mesh, requiring removal of the gore dualmesh.¿ the lawsuit complaint alleges that the patient "suffered from recurrent hernias requiring [sic] multiple doctor¿s visits and subsequent hospitalization where surgery was required to repair the recurrent hernia and remove the mesh due to the failure of the gore dualmesh''. The lawsuit complaint alleges that the patient ¿has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation''. It was also reported to gore that the patient ¿suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment, loss of enjoyment of life, as well as economic losses''. The lawsuit complaint alleges that the patient suffered ¿serious personal injuries requiring the need for additional future medical treatment and surgery(ies).¿ it was also reported the patient ¿suffered injuries and sustained compensable damages.¿ the lawsuit complaint alleges that the patient ¿suffered severe and life-threatening injuries.¿ it was also reported the patient ¿suffered the described life threatening and permanent injuries.¿ the lawsuit complaint alleges that the patient ¿suffered an ascertainable loss of money.¿ no additional event specific information was provided.